Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the return bin would not lock. Both locking mechanisms were missing hardware. A field service engineer was able to cobble together parts sufficient to restore functionality to one lock. The other lock remains unusable, and a new return bin has been ordered. Customer confirmed that the return bin was replaced and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the return bin had physical damage. The customer reported that the locking mechanism for the return bin had fallen apart. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.